Event description:
Same case as # 6000093-2007-01880, 01881, 01883, 01884, 01885, and 01886. It was reported that during coronary drug eluting stenting treatment procedure a dissection occurred and post procedure, a thrombosis occurred. In 2006, the patient presented with sudden onset of severe chest pain and diaphoresis and prominent tall-peaked t-wave across the precordial leads suggestive of anterior myocardial injury. The patient was taken directly to the ccl. The physician proceeded with coronary intervention of the totally occluded left anterior descending (lad) artery and mid segment immediately beyond the anastomosis of the mammary artery to the lad. The lesion was predilated with 2.5x15mm balloon and a taxus express2 2.75x20mm drug eluting stent was inserted in the mid lad. The vessel was found to be open however, there was severe disease at the proximal end of the stent and beyond the distal end of the stent. Two additional stents were deployed; one (unknown type stent) to cover the distal end of the mammary graft and the distal half of the stent was in the lad. That stent was overlying a previously stented area. After that, a taxus express2 2.5x15mm drug eluting stent was placed distal to the original stent to cover the entire area. The results were adequate and excellent resulting in successful opening of the total occluded mid lad segments reducing to 0% residual with excellent angiographic flow after 3 stent deployments. No patient complications were reported, and the patient tolerated the procedure well. The patient received heparin and integrilin during the procedure. The patient presented three months later with severe chest pain and evidence of acute anterior wall mi. A 6fr. Runway guide catheter was used and the physician attempted to open the totally occluded lima to lad graft with a universal wire, but was unsuccessful. Subsequently, an ace 1cm tip was able to cross "somewhat" and dilate and open the vessel, however residual severe disease was noted. Another manufacturer's wire was used to cross the vessel. A taxus express2 2.75x24mm drug eluting stent was inserted however, it was unable to cross. Another manufacturer's 2.75x28mm stent was implanted and the taxus express2 2.75x24mm drug eluting stent was placed proximal to the 2.75x28mm stent. Subsequently, at the very proximal origin of the lima graft to the lad, a dissection was noted. Therefore a taxus express2 3.0x20mm drug eluting stent was successfully deployed. Overall the results were very adequate and excellent. The patient received integrilin and heparin during the procedure. The patient returned to this room in stable condition. Two days later, the patient returned to the ccl where they found that the ostium and a very proximal portion of the lima graft was stented because of haziness and likely persistent dissection. A 3.0x12mm stent (manufacturer unknown) was placed and a taxus express2 3.0x16mm drug eluting stent was deployed as well. Results were excellent. The patient received angiomax during the procedure and an infusion was initiated. The physician indicated that "the patient appears to have a probable persistent tear and dissection at the origin of the lima graft which was stented today. Also, distal to that and distal to the original stent, which was placed 2 days ago, similar haziness was noted and another stent was deployed." No complications occurred. One year later, the patient presented with acute chest pain with EKG findings suggestive of an anterior wall mi. The patient was brought back to the ccl where they found a 100% thrombotic occlusion of the lad immediately distal to the anastomosis of the lima graft. A 2.5x15mm quantum maverick balloon was inserted and advanced into the lad. Subsequent inflations of up to 18 atm's for up to 60 seconds were performed in the native lad and into the anastomosis of the lima graft to the lad. There was no significant flow restored due to heavy thrombus burden. A thrombectomy device was inserted and easily advanced into the lad. Multiple passes were made with significant clot removal. A 3.0x15mm balloon was then inserted and multiple inflations were performed in the native lad as well as the anastomosis of the lima graft. Following these interventions, there was normal timi 3 flow into the distal vessel. There was a distal "cut-off" of the lad near the apex; however, this was chronic and noted on the patient's previous catheterizations. A taxus express2 3.0x32mm drug eluting stent was then inserted and advanced to the area of the anastomosis of the lima to the lad. The stent was deployed at 14 atm's for 60 seconds. Final angiographic imaging revealed excellent acute gain with brisk flow to the distal vessel and no evidence of intimal disruption or dissection. The procedure was complete and the patient was transferred to the ICU in stable condition. There were no immediately apparent complications. Reopro was initiated during the procedure. The physician indicated that "the patient is certainly at high risk: for thrombosis. The patient was to continue on plavix and aspirin at full dose. Consideration of coumadin therapy should also be discussed. No further complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.